Event description:
It was reported that the target lesion was located in the mid left anterior descending artery with heavy tortuosity, heavy calcification and 99% stenosis. Difficulty advancing the non-abbott guide wires was experienced. The lesion was finally accessed with a non-abbott guide wire. The 1.2 x 6 mm trek rx balloon catheter was advanced, but failed to cross the lesion. It was able to cross the lesion with the support of a 4 french non-abbott microcatheter. During the first inflation at 6 atmospheres (atm) the balloon ruptured. The trek balloon was retracted and was inflated outside the anatomy and a pinhole rupture was observed. The lesion was further dilated with a 1.0 x 5 mm non-abbott balloon catheter, then with a 2.5 x 12 mm trek rx balloon catheter, and a 2.5 x 23 mm xience prime stent was implanted. No adverse patient effects were reported. There was no significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough, wizzard3. Guide cath: autobahn, kiwami 4f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.